Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4.2 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3-1, 3-2, 5-1 and 4-1 were not detected on the communication bus. A field service engineer (fse) cleaned and reseated the row board cable header connections on the drawer boards for all cubie drawers on the main station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.